Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's nurse reported that she had passed away at the (B)(6) 2014. More info has been requested.